Event description:
It was reported that on (B)(6) 2025 the probe was noted to be detached from the depth gauge.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: part number: 03.019.017-us lot number: 1310p29 manufacturing site: hägendorf release to warehouse date:19-sep-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the depth gauge for multiloc hum nling sys was broken at the junction weld between the needle and the main body. The needle was slightly bent, this condition could help to the fail o the device. However, the fracture surface was examined, and no damage related to material issues was observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depth gauge for multiloc hum nling sys would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.